Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an infection. Cultures were drawn on (B)(6)2023 and positive for abnormal pseudomonas aeruginosa and serratia marcescens. The patient continued daptomycin to 8mg/kg adjusted body weight for 6 weeks duration from whenever blood cultures clear. Also, patient continued daptomycin rifampin until (B)(6)2024. The patient completed cefepime on (B)(6)2024 and followed up with infectious disease clinic afterwards with plans for indefinite minocycline daptomycin 625 mg in sodium chloride 0.9 % 100 ml ivpb rifampin (rifadin) 300 mg capsule. 2 capsules (600 mg total) by mouth daily for 27 days. Patient was discharged on (B)(6)2025 and was still being treated for infection, taking oral antibiotics and a scheduled follow up with infectious disease as outpatient.

Event description:
It was reported that patient had a driveline infection. There were positive cultures and drainage at driveline. Aerobic culture was done on (B)(6) 2025 and moderate abnormal growth serratia marcescens and pseudomonas aeruginosa sakuensis was seen. Normal skin flora was noted and gram stain result was abnormal. No polymorphonuclear neutrophils (pmns) seen. Patient was gram negative bacilli and gram-positive cocci in pairs. On (B)(6) 2025, piperacillin-tazobactam (zosyn) 4.5 g in sodium chloride 0.9 % 100 ml intravenous piggyback (ivpb) was performed with piperacillin-tazobactam (zosyn) intravenous. Aerobic culture was drawn on (B)(6) 2025 and moderate growth pseudomonas aeruginosa abnormal was seen with normal mixed skin flora isolated. Gram stain result was abnormal for polymorphonuclear leukocyte (pmn), gram negative bacilli, and gram-positive cocci in pairs. Piperacillin-tazobactam (zosyn) 4.5 g in sodium chloride 0.9 % 100 ml intravenous piggyback (ivpb) was performed with piperacillin-tazobactam (zosyn) intravenous. Treatment included sulfamethoxazole-trimethoprim (bactrim ds) 800-160 mg per tablet 1 tablet dose: 1 tablet: oral: every 12 hours. Infection did not resolve as the patient had chronic infection. Patient was home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.